Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks due to t wave oversensing. Data was review and untreated events were recorded by the device days before due to t wave oversensing caused mostly by a r wave decrease in amplitude. X rays were performed and the technical services (ts) indicated that a greater curvature of the coil is observed in a suprasternal position instead of a left parasternal position and this s-ICD that is likely to be more anterior that could impact the amplitude of the detected signal and possibly the shock vector. The s-ICD was reprogramed to alternate vector, and the smart pass was activated. Troubleshooting was performed in the clinic and an auto setup, showing, for all three vectors, a "pass" in the supine position and "fail" in the standing position. No noise was present during provocative maneuvers, and x-rays showed a proper system placement, unvaried from that of the implant. The clinical choice was to schedule the device replacement and to re-evaluate the patient during that instance. This s-ICD remains in service. No adverse patient effects were reported.